Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt314 optiflow junior neonatal nasal cannula was detached from the connector end (swivel grip). There was no reported patient consequence.